Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connecting the customer's smart cable to a known, good, test monitor and test single-use blade, the monitor would produce no image. The verathon technical service representative then connected the customer's smart cable to a known, good, test monitor and test video baton 2.0 and observed intermittent image on the test monitor's screen. Upon closer inspection the verathon technical service representative observed visible corrosion on the smart cables hdmi connector. The camera image quality test was performed and failed. Upon completion of the evaluation the returned glidescope core smart cable was scrapped due to the customer already being provided a replacement glidescope core smart cable, and there being no repairs available. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was visible then would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.